Event description:
Inbound. Cadd legacy pump starts beeping and message saying pump wont run when there is about 30ml left in cassette, same issue happened the night before. Cassette lot #4103163. Pump running without issue with new cassette. Only alarming when reservoir volume reaches around 30ml. New cassette shipped. No further details provided.